Event description:
Non-integration. Implant loose at surgical release, removed, grafted site. File (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).